Event description:
Customer informed our company that after using the lubricant, her skin got severely irritated and hence she had to seek medical intervention.

Manufacturer narrative:
(B)(4) - ansell healthcare products llc is submitting this report on behalf of marken kosmetic.